Manufacturer narrative:
(B)(4). Additional concomitant medical products: 00711004828, tmars xlpe revision shell liner cemented, 60714629; 00223200418, cable cerclage cable with crimp 1.8 mm dia. 635 mm length, 61076366; 00801802802, femoral head, 60475877; 00223200418, cable cerclage cable with crimp 1.8 mm dia. 635 mm length, 61074221; 00223200418, cable cerclage cable with crimp 1.8 mm dia. 635 mm length, 61076366; 00700006020, trabecular metal acetabular revision shell, 60976503; 00999301735, femoral body, 60133413. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 08727.

Event description:
It was reported that the patient was revised approximately eight years post-implantation due to dislocation. Medical records noted that the patient underwent a closed reduction prior to revision. The acetabulum and surrounding soft tissue formed scar tissue. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.